Event description:
The ventilator was sent to the manufacturer for scheduled preventative maintenance. During service of the ventilator, the ventilator shut down and restarted twice with an audible alarm. The ventilator was a "standby" unit at the hospital. The hospital did not report any problems with the ventilator.